Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit passed the dat test. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they have been hospitalized 4 times since the last thursday from the time of the call, due to high blood glucose. On (B)(6) 2017 the customer had blood glucose of 515 mg/dl at the time of the incident. The customer was at 275 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting, nausea, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not have the pump nearby. The customer keeps getting kinked cannulas but the pump is not alarming when he has infusion set occlusions. The insulin pump will not be returned for analysis.